Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2018. The patient¿s left ventricular lead was capped and replaced due to diaphragmatic stimulation. The patient was stable throughout the procedure and after.